Event description:
It was reported that during implant, the physician was dissatisfied that the device and analyzer had different r-wave measurements initially, and that the device was undersensing r-waves. The lead was repositioned, and the device and analyzer then measured similar r-wave values. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.